Event description:
While loading reagents on an advia 1800 instrument, an operator repeatedly hit their head on the instrument cover. The operator went to the ER on (B)(6) 2011 for evaluation. The description of clinical findings was skin intact, no lesions. The diagnosis due to injury was head trauma. The operator returned to work and was instructed not to use that instrument for (B)(6).

Manufacturer narrative:
A siemens (B)(4) confirmed that the instrument top cover was attached correctly and functional. There were no other instrument related issues or problems during the time of injury. Additionally, no other operators had an issue with the instrument and the secondary supervisor stated that an alternate staff was now adding reagents for that operator. The instrument is performing within specification.